Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by MFR.: promus element mr ous 2.25 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut rows 1-20 from the distal end of the stent were undamaged; the remainder of the struts were damaged and deformed. The crimped stent od(outer diameter) of the undamaged section was measured and the result is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple slight kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The product stent protector was not returned for analysis with the device, however based on the specified stent protector profile and the stent outer diameter (od) for this device shows there is no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
The patient was diagnosed with single vessel disease of the left circumflex (lcx). After the wire was placed across the lcx pre-dilation was performed a non-bsc balloon and a apex push 1.5 x 8 mm balloon. A 2.25 x 28 mm promus element¿ drug-eluting stent was selected for use to treat the lesion. However, when the sterile packaging of the device was opened, it was observed that the distal end of the stent strut was not intact. The device was not used inside the patient and the procedure was completed with a 2.25 x 24 mm promus element drug-eluting stent. No patient complications were reported and the patient's status was stable and responding well to medicines.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
The patient was diagnosed with single vessel disease of the left circumflex (lcx). After the wire was placed across the lcx pre-dilation was performed a non-bsc balloon and a apex push 1.5x8mm balloon. A 2.25x28mm promus element¿ drug-eluting stent was selected for use to treat the lesion. However, when the sterile packaging of the device was opened, it was observed that the distal end of the stent strut was not intact. The device was not used inside the patient and the procedure was completed with a 2.25x24mm promus element drug-eluting stent. No patient complications were reported and the patient's status was stable and responding well to medicines.